Event description:
It was reported that burr detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately to severely calcified distal right coronary artery. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the burr stalled while advancing in dynaglide mode. The advancer knob was moved in an attempt to operate the burr, but movement of the knob was not being transmitted to the burr at all. Angiography was performed and burr detachment was noted. The burr and wire were removed together. Visual inspection of the device confirmed that the burr was detached. The procedure was completed with a different device and no patient injury was reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received with the burr separated. The burr was received on the returned rotawire. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the burr and coil had detached from each other. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the advancer knob [ablation switch] was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. Product analysis confirmed the reported detachment, as the burr and coil were detached from each other. The reported stall was not able to be confirmed, as the device was able to reach and maintain optimal rpm during analysis, and clinical circumstances were unable to be replicated.

Event description:
It was reported that burr detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately to severely calcified distal right coronary artery. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the burr stalled while advancing in dynaglide mode. The advancer knob was moved in an attempt to operate the burr, but movement of the knob was not being transmitted to the burr at all. Angiography was performed and burr detachment was noted. The burr and wire were removed together. Visual inspection of the device confirmed that the burr was detached. The procedure was completed with a different device and no patient injury was reported.